Manufacturer narrative:
A field service engineer (fse) went to the customer site and found the cup presence sensor shaft to be sticky. The fse cleaned and lubricated the cup pick up assembly and the incubator assembly. Review of service and complaint history for serial (B)(4) was conducted from 01-feb-2015 through (B)(6) 2016 and identified one (1) similar type of event. The most probable cause of this event may be related to cup presence sensor shaft debris. Aia-600ii operator's manual informs the customer if pickup failure l1 occurs, turn off power to the analyzer. Open covers and check inside the instrument for dropped test cups or tips, test cups or tips obstructing the waste chute, or a test cup stuck in the pickup chuck. Remove any obstructions, clean the waste chute and bottom of the pickup chuck with ethanol, secure the plastic waste liner under the lip of the waste chute. Reinitialize the analyzer by turning on the analyzer at the power switch. Call tosoh bioscience if problem reoccurs. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 the customer reported pickup failure l1 during use of the aia-600ii analyzer. The customer further reported that cleaning of the cup picker did not resolve the problem. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for plr. There is no indication that patient intervention or adverse health consequences occurred due to the delay in reporting of patient results.